Manufacturer narrative:
The power cord was replaced once customer approval for repair was received. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint from a manufacturer's product support engineer (pse) reporting the power cord on the v60 ventilator exceeded resistance limits set by the manufacturer. The issue was identified in testing. The device was not in clinical use. There was no report of harm or user impact. The device did not meet specification for intended use and was remained out of service. A manufacturer's product support engineer (pse) evaluated the device and determined a power cord replacement was required. A proposal was provided to the customer. Further repair is pending customer approval. Investigation is ongoing.